Event description:
It was reported by service report that the foot of the bed will not lower or raise. Minimum height could not be attained. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty lift motor.